Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked j2/lcd keypad connector noted. However, device passed operating currents, self-test, a21 error test and displacement test. No unexpected low battery alarm noted during testing. Device had stripped battery cap coin slot (p). This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the escape button of the insulin pump was sticking. Customer¿s blood glucose level was unknown. The customer reported that the battery life indicator on the insulin pump was unreliable. Battery cap worn off and it was hard to open. The insulin pump will not be returned for analysis.